Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("suspected perforation of left essure coil, with the micro insert visualized extending from the utero tubal junction") and device breakage ("in the process, with attempt at further skeletonization, there is fracture of the inner coil") in a female patient who had essure inserted (lot no. C95081). Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure insertion and endometrial ablation performed on same day") and complication of device removal ("complication of device removal"). The patient had a medical history of body mass index normal, asthma, cesarean section, abortion, parity 3 and multigravida. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as dyspareunia, headache, hemorrhage abnormal, left lower quadrant pain, constipation, bloating, abdominal pain, hot flashes, amenorrhea, dyspareunia, pelvic pain female and menorrhagia. On (B)(6)2014, the patient had essure inserted. Essure was removed on (B)(6)2023. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and device dislocation ("malpositioned left coil"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of uterine perforation was unknown. The reporter considered device breakage, device dislocation and uterine perforation to be related to essure administration. The reporter commented: when the coil was deployed there were ten coils incoming from the left and five coils coming from the right. An anterofunal uterine perforation was identified. Procedure began on the left. We can identify the distal end of the inner coil. The outer coil was not visible. With gentle traction, and re-grasping with hand over hand technique staying at the level of the cornea, attempted removal of the inner coil. In the process, with attempt at further skeletnization, there is fracture of the inner coil. This specimen was removed under direct vision via the lower accessory port and submitted for separate pathologic review for a second opinion as to the safety or feasibility of further dissection in this area to try to retrieve the remaining portion of the coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.912 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: impression: essure bilateral tubal occlusion devices with no opacification or leakage of contrast within the fallopian tubes. [Pathology test] on (B)(6)2023: final diagnosis: essure coil, left, removal: benign fibroconnective tissue. Metallic coil, removed. Fallopian tube, left and right, salpingectomy: complete cross-sections of fallopian tubes with no significant histopathological changes. Essure coil, right, removal: benign fibroconnective tissue. Metallic coil, removed. Macroscopic: labelled left essure coil: the specimen is received in formalin and consists of a slightly convoluted, silver, metal coil (approximately 15.0 cm in length x less than 0.1 cm in diameter). Also received in the specimen container is a small fragment of tan-brown, rubbery tissue (0.5 x 0.2 x 0.1 cm). There is no tissue identified on the coil. Labelled right fallopian tube: the specimen is received in formalin and consists of a single fallopian tube (8.3 cm in length x 0.9 cm in diameter) which has a pink-purple, smooth, glistening serosa and an open, grossly unremarkable fimbriated end (1.4 cm in greatest dimension). Sectioning reveals a patent, fimbriated lumen. Labelled right essure coil, requisition states right essure coil (from fallopian tube): the specimen is received in formalin and consists of two portions of silver, metal coil (5.0 cm in length x 0.2 cm in diameter and 4.2 cm in length x 0.1 cm in diameter). The shorter coil is wound much more tightly than the shorter coil and has a length covered by thin tan to light brown material/possible fibrous tissue (1.5 cm in length). Also received in the specimen container is a small fragment of red-brown, soft tissue (0.2 x 0.1 x 0.1 cm). Labelled left fallopian tube: the specimen is received in formalin and consists of a single fallopian tube (8.7 cm in length x 0.6 cm in diameter) which has a pink-purple, smooth, glistening serosa and an open, grossly unremarkable fimbriated end (1.3 cm in greatest dimension). Sectioning reveals a patent, fimbriated lumen. [Pregnancy test] on (B)(6) 2014: negative [ultrasound scan] in (B)(6) 2013: showed a retroverted uterus measuring 9.7 cm in length. There were no fibroids or other masses. Her adnexa were normal; on (B)(6) 2020: essure implants visible in both cornua. Et 3 mm. Normal ovaries. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Event medical device removal is replaced with uterine perforation. New events device breakage, medical device monitoring error, device dislocation were added. Medical history, concomitant conditions were added. Lab data, patient name, patients date of birth updated. Lot number & new reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("suspected perforation of left essure coil, with the micro insert visualized extending from the utero tubal junction") and device breakage ("in the process, with attempt at further skeletonization, there is fracture of the inner coil") in an adult female patient who had essure inserted (lot no. C95081). Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure insertion and endometrial ablation performed on same day") and complication of device removal ("complication of device removal"). The patient had a medical history of body mass index normal, asthma, cesarean section, abortion, parity 3 and multigravida. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as dyspareunia, headache, hemorrhage abnormal, left lower quadrant pain, constipation, bloating, abdominal pain, hot flashes, amenorrhea, dyspareunia, pelvic pain female and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and device dislocation ("malpositioned left coil"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of uterine perforation was unknown. The reporter considered device breakage, device dislocation and uterine perforation to be related to essure administration. The reporter commented: when the coil was deployed there were ten coils incoming from the left and five coils coming from the right. An anterofunal uterine perforation was identified. Procedure began on the left. We can identify the distal end of the inner coil. The outer coil was not visible. With gentle traction, and re-grasping with hand over hand technique staying at the level of the cornea, attempted removal of the inner coil. In the process, with attempt at further skeletnization, there is fracture of the inner coil. This specimen was removed under direct vision via the lower accessory port and submitted for separate pathologic review for a second opinion as to the safety or feasibility of further dissection in this area to try to retrieve the remaining portion of the coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.912 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: impression: essure bilateral tubal occlusion devices with no opacification or leakage of contrast within the fallopian tubes. [Pathology test] on (B)(6) 2023: final diagnosis: essure coil, left, removal: benign fibroconnective tissue. Metallic coil, removed. Fallopian tube, left and right, salpingectomy: complete cross-sections of fallopian tubes with no significant histopathological changes. Essure coil, right, removal: benign fibroconnective tissue. Metallic coil, removed. Macroscopic: labelled left essure coil: the specimen is received in formalin and consists of a slightly convoluted, silver, metal coil (approximately 15.0 cm in length x less than 0.1 cm in diameter). Also received in the specimen container is a small fragment of tan-brown, rubbery tissue (0.5 x 0.2 x 0.1 cm). There is no tissue identified on the coil. Labelled right fallopian tube: the specimen is received in formalin and consists of a single fallopian tube (8.3 cm in length x 0.9 cm in diameter) which has a pink-purple, smooth, glistening serosa and an open, grossly unremarkable fimbriated end (1.4 cm in greatest dimension). Sectioning reveals a patent, fimbriated lumen. Labelled right essure coil, requisition states right essure coil (from fallopian tube): the specimen is received in formalin and consists of two portions of silver, metal coil (5.0 cm in length x 0.2 cm in diameter and 4.2 cm in length x 0.1 cm in diameter). The shorter coil is wound much more tightly than the shorter coil and has a length covered by thin tan to light brown material/possible fibrous tissue (1.5 cm in length). Also received in the specimen container is a small fragment of red-brown, soft tissue (0.2 x 0.1 x 0.1 cm). Labelled left fallopian tube: the specimen is received in formalin and consists of a single fallopian tube (8.7 cm in length x 0.6 cm in diameter) which has a pink-purple, smooth, glistening serosa and an open, grossly unremarkable fimbriated end (1.3 cm in greatest dimension). Sectioning reveals a patent, fimbriated lumen. [Pregnancy test] on (B)(6) 2014: negative [ultrasound scan] in (B)(6) 2013: showed a retroverted uterus measuring 9.7 cm in length. There were no fibroids or other masses. Her adnexa were normal; on (B)(6) 2020: essure implants visible in both cornua. Et 3 mm. Normal ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.